Event description:
Customer reported that wake button on pump had completely come off. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.